Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during cautery of a gastric vessel. According to the complainant, the pump ceased running after about fifteen seconds of irrigation, despite the fact that the physician was depressing the foot switch pedal. When the irrigation rate was set to half of its original value, the pump ceased running after about 25 seconds. Following a third attempt, the pump stopped working after about seven seconds. The procedure was completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during cautery of a gastric vessel. According to the complainant, the pump ceased running after about fifteen seconds of irrigation, despite the fact that the physician was depressing the foot switch pedal. When the irrigation rate was set to half of its original value, the pump ceased running after about 25 seconds. Following a third attempt, the pump stopped working after about seven seconds. The procedure was completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found some scratches on the front cover and bezel; otherwise, the unit appeared to be in fair physical condition. All knobs and switches functioned properly. During electrical evaluation, the pump motor stopped running after a short period of time, resulting in a lack of irrigation. The motor was replaced, after which the unit passed the endostat iii return evaluation procedure. The condition of the returned device was consistent with the complaint that the pumped stopped running after a short period; the complaint was confirmed. The most probable root cause of this failure is wear and tear. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.